Manufacturer narrative:
The device was received for evaluation. During functional testing, the device reproduced the under delivery. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be loose motor gears. The gears require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.